Manufacturer narrative:
The reporter is unit manager. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a pneumoperitoneum. The cause of the event was not reported. The patient presented to the emergency room due to ¿increasing hypertension¿ and shortness of breath and was subsequently hospitalized after a small pneumoperitoneum was diagnosed. Treatment for the event was not reported. The patient was discharged the following day. The same day as event onset, automated pd therapy was changed to continuous ambulatory pd therapy. At the time of this report the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.